Event description:
During the procedure of bilateral deep inferior epigastric perforator (diep) flap reconstruction, the surgiclip jammed, misfired and cut vessels and nerves. The patient had lacerated arteries. The surgeon switched to the handheld manual clip applier to finish the procedure.